Event description:
A zoll territory manager (tm) called zoll customer support to report that the electrode belt of a (B)(6) male pt had deployed gel from the rear therapy electrode pads. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt gelled) has been confirmed. Upon evaluation the rear two wire therapy electrodes had gelled, and the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.